Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness not maintained due to holes in the curved rubber, flexible tube insertion section crushed, wrinkles in the insertion tube, sagging of the curved rubber, forceps plug cap scraped off, scratches found on operation part, scratches found on switch box, scratches found on grip, scratches on angle lever, scratches found on up/down plate, universal code collapsed, scratches found on universal cord, scratches found on video cable, scratches found on video connector, plating peeling of the video connector electrical contact, scratches found on the light guide connector, scratches on the light guide cover glass surface, scratches found on video connector case, video connector case cracked, scratches found on up/down angle fixing lever (sp), and product, manufacturing and eto labels on the light guide connector removed. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on a visera cysto-nephro videoscope for leaking in the curved rubber. Upon inspection and testing of the customer returned device, the forceps plug mouthpiece was scraped. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress or handling of the device, or some other factors. Olympus will continue to monitor field performance for this device.